Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional info becomes available it will be reported on a supplemental report.

Event description:
It was reported that, "the nail was broken proximally so the doctor removed nail and screws and proceeded to blade plate. No other info per hospital protocol."